Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient was having a problem with her right leg. She reported that she had been to the ER twice in the last two weeks and had an appointment with an orthopedic on monday. The patient reported that the ER thought that the patient might have sciatica and was wondering if it could be related to the interstim since it stimulated the sacral nerve. There was no report of any falls or traumas however reported she has recently increased amplitude as well as changed programs. It was further indicated that since going to the ER she was not on cortisone, pain pill, and codeine which may make it difficult to assess pain level when turning stimulation off. The patient stated she may consider not taking her pills in order to better assess. The patient considered the change in therapy/symptoms as sudden change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.